Manufacturer narrative:
The reported event that a bone screw variax full thread 2.7mm / l22mm was alleged of poor fixation could not be confirmed, since no evidences of that have been provided. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by insufficient implant selection. The selected screw did not lock in the bone because it was too short and could not reach the second cortex. When the surgeon replaced the screw at issue with a longer one, he reached the second cortex and thus obtained screw fixation in the bone. The device inspection revealed that the device is in a good state. Its thread shows no irregularities, as well as its head. A stripe at the base of the screw head was found without anodization. Head diameter and screw length were measured and resulted according to specification. The screw has been inserted in a variax plate in order to understand how the non-anodized stripe had been generated. The answer is that the screw had been inserted with a certain inclination and the contact between screw and plate during screw insertion led to the mentioned stripe. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
Sales rep reported the following. Screw ref 614722 did not lock on plate ref (B)(4). Surgeon changed to a new screw ref (B)(4) and that locked into the plate. Patient (B)(6) male patient. Clavicle fracture.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Sales rep reported the following. Screw ref (B)(4) did not lock on plate ref (B)(4). Surgeon changed to a new screw ref (B)(4) and that locked into the plate. Patient (B)(6) male patient. Clavicle fracture.